Event description:
It was reported that the ilet insulin pump¿s screen assembly delaminated and opened, exposing internal components, and the user planned to temporarily secure the housing with consumer adhesive until a replacement arrived; a replacement device was arranged and education provided to use backup therapy if needed. Symptoms included no reported adverse clinical effects. Outcomes included no emergency treatment or hospitalization and continued use of cgm as normal. Investigation included customer interview and logistical review for replacement and return. Investigation of this case revealed a device enclosure integrity failure consistent with screen or housing delamination. It was concluded, based on previously established findings for similar reports, that the cause was product failure of the device enclosure.